Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's rotator cuff beginning to fail eight years post operative. This required a revision to a reverse. All total primary implants were removed.